Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 523 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown.